Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the values were fluctuating strongly. Variations were also observed with a rainbow tester. Customer indicated that the spo2 was 99-94% and bpm was 98-93%. Customer stated that the measured values for living objects did not settle as well. No known impact or consequence to patient.